Event description:
It was reported that on (B)(6) 2022, during an open reduction and internal fixation (orif) finger. When implanting a 1.5 titanium cortex screw from the va handset it stripped and was difficult to remove. The surgeon stripped two t4 screwdrivers while attempting to remove the screw. They are now warped and unable to use. The screw was going to be removed because it had no purchase in the bone. The procedure was successfully completed but there was a surgical delay of 10 minutes. The procedure was completed. This report involves (1) screwdriver. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.